Event description:
Client has been using mic-key low profile feeding tube since 1999. The devices are supposed to last for approximately 90 days. Since 2008, the devices are only lasting 2 weeks. When they are removed pinholes are in the silicon balloon, making the risk for displacement and injury a threat. Kimberly-clark customer service has been notified of the problem on several occasions, and are trying to insist that the problem lies with this client. The client has been evaluated by a gastroenterologist that denies there is a problem with the client, it is the manufacturer's defect. The client is having numerous changes at an expense to her insurance company and medicaid. In addition, her skin is red and inflamed due to the frequent changes and the poor fit of the device. The supplier of client's supplies stated that this is not an isolated incident and other clients are having the same problem with this device. Dates of use: constantly in 2009. Diagnosis or reason for use: cerebral palsy; inability to swallow. Event reappeared after reintroduction: yes.